Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user of the ilet insulin pump experienced several hypoglycemic events while using the device and initially requested a return for credit, then later chose to continue using the device and requested ongoing support. Symptoms included hypoglycemia with blood glucose reported below 40 mg/dl, which the user self-treated with oral carbohydrates without third-party or medical assistance. Outcomes included no injury, no emergency care, and no hospitalization. Customer care provided support that included case review, and coordination with the healthcare provider and field team for potential return approval wherein the user eventually decided to continue the ilet use. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction or component failure reported and the device remaining in use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.